Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the paddle lead was repositioned. The patient was doing well postoperatively. Nothing was removed or added.